Event description:
The dealer states the on/off toggle switch on the mk5 joystick is broken and just wobbles around. The toggle is no longer available so the joystick needs to be sent in to tag for repair. The dealer had no serial number because the labels are worn off, so not sure what type of joystick.